Event description:
The customer reported that during device check, when they inserted a fully charged autopulse li-ion battery in the autopulse platform (s/n (B)(6), the platform shutdown unexpectedly. Multiple fully charged batteries were tested in the autopulse platform, but the issue persisted. As per the customer, no device malfunction was reported on the batteries. The customer also reported that when they shake the autopulse, the lcd screen flickers. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) shutdown unexpectedly and the lcd screen flickers" was not confirmed in the archive data and during functional testing. During the investigation, no device malfunction was observed, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. Based on the archive review, there was no incident of the device shutting off unexpectedly. Furthermore, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes, and the platform passed the test without any issues. Therefore, the reported complaint was not confirmed. Since the customer has received the replacement, the autopulse platform will be stored for future refurbishment sale order requests.

Event description:
The customer reported that during device check, when they inserted a battery in the autopulse platform (s/n (B)(4)), the platform shutdown unexpectedly. The customer also reported that when they shake the autopulse, the lcd screen flickers. No further information was provided by the customer. No device malfunction was reported on the battery. No patient involvement.